Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 805 mg/dl. The customer had symptoms such as diabetic ketoacidosis and was hospitalized. Customer's blood glucose value was 138 mg/dl at the time of the call. The customer was hospitalized in the evening of (B)(6) 2017. Troubleshooting was performed. The customer stated the insulin pump had a no delivery alarm. Insulin exited the tubing during manual prime. Advised the insulin pump was working as designed. The alarm may have been caused by infusion set or reservoir occlusion. The reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 opened/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies and found 1st o-ring out of the groove. Ran basal, bolus leaking test as follows: reservoir filled and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Conclusion: reservoir had no leaks.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 805 mg/dl. The customer had symptoms such as diabetic ketoacidosis and was hospitalized. Customer's blood glucose value was 138 mg/dl at the time of the call. The customer was hospitalized in the evening of (B)(6)2017. Troubleshooting was performed. The customer stated the insulin pump had a no delivery alarm. Insulin exited the tubing during manual prime. Advised the insulin pump was working as designed. The alarm may have been caused by infusion set or reservoir occlusion. The reservoir will be returned for analysis.